Event description:
It was reported that during dft testing with new device, an error message stating that high voltage lead impedance were both above and below the normal range was observed. Lead fracture was noted. The patient was asymptomatic. The lead was replaced.